Event description:
It was reported that during a low anterior resection procedure, the seal on the seal cap assembly broke. As the surgeon had hand in and torqued, the seal got caught on a notch inside the ring. A new device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.